Event description:
It was reported that customer experienced faster than usual battery depletion. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance or inquiry, no additional information was obtained, and no further action was required by technical support.